Event description:
End user reports that while operating the power wheelchair in the roadway, she was struck by a motor vehicle. End user was not wearing a seat belt at the time of the incident.

Manufacturer narrative:
Operator error: no malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while driving the power wheelchair on the roadway. Hoveround's owner's manual warns " to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic cross road at locations where you are most visible to motor traffic."